Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 491 mg/dl, "hi" (>600 mg/dl), and 159 mg/dl within 2 minutes on the aviva system. He did not wash his hands before the results of 491 mg/dl and "hi," and he cleaned his finger with an alcohol swab before the result of 159 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.